Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to another device (verio iq). The complaint was classified based on the customer service representative (csr) documentation. It was not reported when the alleged inaccuracy issue began. The patient reported obtaining blood glucose readings of ¿305 mg/dl¿ with the subject meter and ¿126 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. An unknown time after the alleged issue began, the patient reportedly developed symptoms of ¿dizziness, sweating and legs got weak¿. In response to the symptoms, the emergency medical services were reportedly contacted. The details of the treatment received were not provided. It was not reported if the patient¿s blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell within the specified control solution range. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.